Event description:
Per the clinic, the patient experienced scaliness and drainage around the abutment site (specific date not reported). Subsequently, the patient was treated with a prescription of cream and antibiotics (specific type, date and duration not reported).